Event description:
The complainant stated that the head section will not rise up or down and the CPR will not lower the head sections.

Manufacturer narrative:
The technician could not duplicate the alleged malfunction.